Manufacturer narrative:
Evaluation summary: no product or photographs were returned for review. The complaint cannot be confirmed. A product history search did not reveal any other complaints against the part and lot combination. It is possible that the fixation screw was accidentally discarded; however, this cannot be definitively confirmed. At this time, no product problem could be identified. Evaluation: device history records were reviewed and found to be conforming. The device history records indicate that 20 fixation screws were used and 20 final components were packaged. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that during surgery the fixation screw was missing in the package. Another device was opened and utilize the screw.